Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06003. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The patient presented with a baseline pericardial effusion (pe). Transseptal puncture was performed and the pe remained unchanged. A watchman® access system (was) was positioned in the patient. While preparing the watchman ® laa closure device & delivery system (wds), the was fell posterior. When the physician went to reorient the was, the impulse pigtail catheter which was within the was, appeared to go into the pericardium and the pe appeared to have grown. The patient was stable. The procedure was aborted. They opted to perform a pericardial tap prior to waking the patient and drained about 100cc of blood. No further complications were reported and the patient was okay.